Event description:
The following was reported by boston medical center: the patient's treatment was planned using the adac pinnacle treatment planning system and transferred using radiation treatment planning exchange (rtpx). The planned fields were matched in rtpx and sent to the varis database. (Manual matching of the fields was used since auto matching was not available at that time). Hospital physics verified the patient plan in rt chart and a second physicist performed a chart check. A third chart check was performed by the radiation therapist before the start of treatment. Treatment fields 1-6 were correctly treated with the prescribed 6x energy. Field 7 was treated incorrectly with 16x energy. In a follow-up call to the customer site by varian field service, the physicist and chief therapist relayed that the patient received 37 fractions of treatment of the incorrect 16x dosage.

Manufacturer narrative:
Boston medical center has conducted an investigation into the issue and determined that it was the result of human error. No additional information was provided, therefore, no investigation by varian could be performed. The customer has not been responsive when asked for details of the mistreatment, such as prescription, dose delivered, and percentage of overdose to the patient. The customer had stated that the patient did receive radiation dose with the incorrect energy for 37 fractions, so a serious injury can not be ruled out. No additional supplements to this MDR are expected, unless new information indicates it is necessary.